Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that, on (B)(6) 2016, the patient was not able to increase their stimulation from 0.0v because they kept seeing the upper limit screen. They confirmed that the stimulation was on and they were on program 3, but they were not able to increase the amplitude. They were not receiving therapy at the time of the report and was experiencing symptoms. They noted that they had an appointment with their healthcare professional (hcp) two weeks after the report, but were going to call them before because they weren't receiving therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.